Event description:
It was reported that during a treatment procedure to place a 12f titanium greenfield vena cava filter, the filter prematurely deployed. The physician aborted the procedure. No patient injuries or complications were reported.